Event description:
Resident found in bed at 4:00pm with peg tube lying in bed. Only small portion of balloon left intact. Resident has history of pulling at tube. Tube replaced with #18 foley catheter.